Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between august 6-7, 2025. H11: the actual device was not available; however, eight (8) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on two random samples which included analysis at various points throughout the prime, pump calibration, and direct entry processes. It was observed that the compounding cycle completed with bubble detected alarms or errors encountered. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) em2400 valve sets kept forming bubble from port 5 and the bubbles moved into the bag. This issue was identified during setup with the compounder. There was no patient involvement. No additional information is available.